Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead threshold had risen and lead dislodgement was verified one week after implant. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.